Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 19 events were reported for this quarter. Product return status 10 devices were received. 9 device investigation types have not yet been determined. Additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device reportedly had a decrease in pressure. 12 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 19 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device reportedly had a decrease in pressure. - 12 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact. - 1 event had insufficient information received.